Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that an attempt was made to seal a perforation in the circumflex coronary artery using a 2.80 x 26 graftmaster rx covered stent. The graftmaster rx stent delivery system (sds) was advanced to the perforation and would not cross. The sds was removed from the anatomy. An unspecified balloon catheter was advanced to the perforation and was inflated several times, followed by deployment of an unspecified bare metal stent. The perforation was sealed. The use of the graftmaster rx did not cause or contribute to complications or adverse events. No additional information was provided.